Event description:
It was reported that when using the bd pyxis¿ es server, dispensing system server reports database failed. Error was caused by data in the report log table stopping etl to mark itself complete after successfully inserting all transactional data. Known bug marked as production issue (B)(6). There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-apr-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the server reports database failure reoccurred. A technical support specialist (tss) connected to the report server and checked the extract, transform, and load job, which was running without issues. The tss observed that the server had been accessed and suspected the issue might have been resolved. The tss contacted the customer for verification, identified that the same issue was present in the test server, applied the knowledge article ¿medstation es - etl failure - derived column input,¿ and restored the process. The tss confirmed with the customer that the system was functioning as expected, and approval was provided to close the case. The system functioned as intended after the technical support specialist troubleshot the device.